Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user received a new pump and could not press yes on the device. It was not functional, and a replacement was arranged. There was no report of any patient harm or adverse event associated with this report.